Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella 5.5 was difficult. After the pump was successfully implanted the patient exhibited dusky fingers and a drop in blood pressure. The patient was transfused one unit of packed red blood cells, was treated medically, and the pump was replaced with an impella rp flex.

Manufacturer narrative:
The cause of the delivery issue is most likely use related since the anatomy was difficult to access the aortic valve with just tee. After several attempts, fluoroscopy was added and ventricular access was achieved. The pump was implanted per instructions for use. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.